Event description:
The pt reported decreased ability to hear with his implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 06/24/1998. The health care professional has been informed that the explanted device should be returned to cochlear corp.